Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic gastric bypass, the device was unable to open when being applied to anastomosis. The jaws did not open before or after the device was clamped over tissue. The physician used another device but it would also unable to open. The surgical time extended 30 minutes or more due to the product problem. The surgeon convert to open to free device. There was no injury caused to the patient and no medical intervention was required.